Manufacturer narrative:
(B)(4). Device was not available.

Event description:
The home patient (hp) needed to end therapy in dwell 4 of 5, because he was going to the hospital. The hp stated that his transfer set fell apart and he needed to end treatment so he could go to the hospital. The technical service representative (tsr) explained and assisted the hp to end therapy. A baxter representative followed up with the registered nurse (rn). The rn was aware of the incident. The rn stated that the hp had awoken with his bed being wet, which was caused by the catheter and extension line becoming disconnected. The hp went to the hospital to have a line change and prophylactic antibiotics. On further follow-up, the point of disconnection was between the titanium locking adaptor and the transfer set. The transfer set screws onto the titanium locking adaptor and the separation may have occurred due to it not being sufficiently screwed on tightly enough. The nursing staff did not believe it was caused because of product defect. The rn clarified that the adapter was titanium and no assist device was used to make the connection. They were attached by the rn at a routine change and were not re-attached after the separation event. A new transfer set was attached. The patient is on automated peritoneal dialysis (apd). The hp was doing okay. This medical device report is for the titanium adapter.